Event description:
During a esophagogastroduodenoscopy (egd), the endoscope was used to do an initial check for varices. The endoscope was removed from the pt and a cook 6 shooter saeed multi-band ligator was selected. The endoscope was not wiped free of lubricant and bodily fluids before the ligator was loaded onto the end of the endoscope, which is against the instructions for use. The endoscope and ligator were inserted into the pt. The ligator barrel detached from the endoscope and was located inside the pt's gastrointestinal tract. The detached barrel was retrieved using a retrieval basket. The procedure was successfully completed by using another device of the same type. A section of the device did not remain inside the pt's body. The pt did require an additional procedure due to this occurrence. The detached barrel was retrieved using a retrieval basket. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
A product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. We could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. The instructions for use instructs the user to ensure the barrel is advanced as far as possible onto the tip of the endoscope and cautions the user not to place lubricant inside the barrel. The caution label on the device lists the recommended endoscope size for each reorder number. The caution label on the device instructs the user to "ensure barrel is fully advanced onto tip of endoscope. Failure to do so may result in barrel becoming dislodged." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. A review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Based on the information provided, a cook rep has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.